Event description:
The user facility reported to have experienced a complete loss of image during a colonoscopy. The procedure was reportedly completed with the use of a different, but similar device and there was no pt injury. No further detailed info was provided.

Manufacturer narrative:
The device referenced in this reported event was returned to olympus for eval. The eval confirmed the user's report of an image difficulty. There was static and flickering noted on the image and the remote switch buttons were found intermittently working. There was no ID data transmission or narrow band imaging (nbi) function. The device passed the leak test, but evidence of corrosion was found in the electrical connector and flexible printed circuit board terminals. Evidence of thermal damage was also found on the flexible printed circuit board terminals. The cause of the user's experience was determined to be due to fluid invasion. As the device passed leak testing, the source of the fluid invasion appears to be due to user handling. This report is being submitted as a medical device report in an abundance of caution.